Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited noise over-sensing. The ra lead was capped and replaced on (B)(6) 2026. The patient was later discharged.

Event description:
New information received notes that the noise over-sensing on the right atrial (ra) lead resulted in inappropriate mode switch.